Event description:
It was reported by the rep that the deivce was used during a laparoscopic hernia repair. It was reported during the case, that the five millimeter non-bladed trocar tore. Another trocar was opened and the case was completed. There was no consequence to the pt.